Event description:
The manufacturer received information alleging that a display boot up test failure occurred on a trilogy ev300 ventilator. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a philips remote service engineer, and the failure was confirmed. The service engineer replaced the trilogy evo display printed circuit assembly (pca) board to address the issue.